Manufacturer narrative:
H3 - device evaluation: dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
B3 - corrected to in initial MDR 09-jun-1995 h6 - health effect - impact code: 4628 should have been included in initial MDR additional information : b5- a health care professional reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated to a low vault. The lens was repositioned at a later date. The lens was later removed. If additional information is received a supplemental medwatch report will be submitted. Claim #: (B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial with debris on the product. Visual inspection found no visible damage to the lens and debris on the lens surface. H6 type of investigation: 4110 lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation. The lens was repositioned at a later date but this did not resolve the problem. The doctor would like to know if recentering/repositioning the lens is advisable. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.